Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that they had questions about the device. The patient said they tried to change the settings and sometimes they felt a vibrating on the left side of the implant. The patient asked if this was normal. Thee patient also mentioned that sometimes they will feel the pressure of their bladder and they were thinking that if they increase the stimulation it would help them but that was not true. The agent reviewed therapy expectation with the patient. The patient also mentioned that the wire or implant in their back was a little bit like a bubble out and their doctor told them that was because they were too skinny and that was why they were having that sensation. The patient was redirected to their healthcare provider to further address the issue. The patient had reported that their baseline symptoms returned and feeling the implant like a bubble through the skin.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.